Event description:
It was reported that the patient faced an event where infusion set cannula was bent on (B)(6) 2026, which led to hyperglycemia and correction bolus via pump is used for treatment.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.